Event description:
The device was recieved for repair. The distributor indicated that during a surgical procedure, the instrument broke. Additional info was requested from the user facility in 2003. To date, no additional info has been recieved.